Event description:
The article, "successful retrieval of embolized amulet device using mediastinoscope and transesophageal echocardiography guidance", was reviewed. The article presented a case study of a 66-year-old male patient with a history of coronary artery disease, coronary stenting, previous aortic valve endocarditis and subsequent aortic valve replacement with bioprosthetic valve, ischemic cardiomyopathy, heart failure with reduced ejection fraction (left ventricular ejection fraction of 25%), grade 3 diastolic dysfunction, moderate pulmonary hypertension, moderate mitral regurgitation, and atrial fibrillation. It was reported that on an unknown date, an unknown amplatzer amulet left atrial appendage occluder was implanted. It was the reported two days later, the patient presented to the emergency department following repeated defibrillation shocks from his implantable cardioverter-defibrillator (ICD). An electrocardiogram (EKG) revealed atrial fibrillation and the ICD was interrogated which revealed episodes of ventricular fibrillation and ventricular tachycardia leading to the multiple shocks. An echocardiogram revealed the amulet device had embolized into the left ventricle immediately superior to the anterolateral papillary muscle and commingled with chordae tendineae. A decision was made to explant the device surgically. The article concluded this case was the first description of surgical technique that avoided violation of the left ventricular myocardium by making use of a mediastinoscope approach via the ascending aorta and offer this description as an alternative technique to decrease morbidity and mortality for those cases where percutaneous retrieval is not possible. [The primary and corresponding author was shane chery, trident medical center, charleston, sc 29406, USA, with corresponding email: shanevcherry@gmail.com] there were no peri-procedural complications. Post-procedural complications included surgical intervention, hospitalization, atrial fibrillation, ventricular fibrillation, tachycardia, and device embolization.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported through a literature review on a case study of a 66-year-old male patient with a history of coronary artery disease, coronary stenting, previous aortic valve endocarditis and subsequent aortic valve replacement with bioprosthetic valve, ischemic cardiomyopathy, heart failure with reduced ejection fraction (left ventricular ejection fraction of 25%), grade 3 diastolic dysfunction, moderate pulmonary hypertension, moderate mitral regurgitation, and atrial fibrillation. It was reported that an unknown amplatzer amulet left atrial appendage occluder was implanted. Two days later, the patient presented to the emergency department following repeated defibrillation shocks from his implantable cardioverter-defibrillator (ICD). An electrocardiogram (EKG) revealed atrial fibrillation and the ICD was interrogated which revealed episodes of ventricular fibrillation and ventricular tachycardia leading to the multiple shocks. An echocardiogram revealed the amulet device had embolized into the left ventricle immediately superior to the anterolateral papillary muscle and commingled with chordae tendineae. A decision was made to explant the device surgically. The article concluded this case was the first description of surgical technique that avoided violation of the left ventricular myocardium by making use of a mediastinoscope approach via the ascending aorta and offer this description as an alternative technique to decrease morbidity and mortality for those cases where percutaneous retrieval is not possible. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.